Event description:
It was reported that during an ipp implant procedure on (B)(6) 2014 there were issues with the keith needle used during implant. It was indicated that the "eye" portion of the keith needle broke off and was retrieved and removed from the patient by the physician. It was indicated that the patient was implanted with an 18cm lgx after the broken piece of the keith needle was removed. No patient complications were reported in association with this event.

Manufacturer narrative:
Corrected: common device name from penile prosthesis to device, impotence, mechanical/hydraulic. Product code (FDA) from fae to fhw. The PMA/510(k) from k821628 to n970012.